Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. No imagery was provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed due to unavailability of imagery and/or medical records. Available information suggests procedural factors (insufficient fracture of previous valve, under expanded valve) likely contributed to the event as was reported that previous valve was not adequately fractured which provably lead to an under-expansion of the sapien valve, resulting in improper function of the second valve. Additionally, a post-dilatation was perform improving the gradients. When the valve is not fully expanded the effective orifice area being too small relative to the patient anatomy in some areas. It can also impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in new zealand, regarding an implant of a 26mm sapien 3 ultra valve in a pre existing non edwards surgical valve in the mitral position. The procedure was successful, and the 26mm sapien 3 ultra valve was implanted with a fracture of the surgical valve with a 26mm non edwards balloon. The result was good, and the sapien 3 ultra valve was well expanded and positioned. The gradients dropped from pre procedure 12mmhg to 4mmhg. Approximately, 14 days post procedure, on tte, gradients were 12mmhg. The patient had no symptoms. It was decided to post dilate using a 26mm non edwards balloon. The procedure was successful, and the gradients dropped from 14.5 to 7.5 mmhg. The patient was noted as to be recovering from the procedure. As per medical opinion, the root cause of the event was that the tavr valve needed to be optimized in the fractured surgical valve, needed to further fracture the surgical valve with higher pressure to achieve optimized result.